Manufacturer narrative:
On the initial reporter: e-mail and us phone number were entered incorrectly. Please disregard both fields; the initial reporter's email address and phone number are not known. If additional information is provided, a follow up report will be submitted.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that there is leaking from base of enfit connection port.